Event description:
Reportedly, following the implantation of the subject device, high ventricular impedance was indicated upon interrogation. During re-intervention, psa measurements were normal on the lead. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4) 2012 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.